Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette was leaking. This occurred during an unknown cycle of peritoneal dialysis therapy. The patient was connected. It was further reported that ¿solution was coming out of the cassette door¿. Renal therapy services (rts) discussed the use of continuous ambulatory peritoneal dialysis with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was initially performed with the naked eye which did not identify any issues related to the reported condition. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed which found that the drain line came off at the cassette port causing a leak. No damage to the tubing end or cassette port was identified. The reported condition was verified. The cause of the detached drain line could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.